Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device failed to start up. Upon further troubleshooting action, field service engineer (fse) found oil leak at the rotary interface joint and heat dissipation pipe in c- arm was loose, also noticed low space message but system worked normally. The fse tightened tubing hoops at the adapter. After tightening tubing hoops, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not boot up. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.